Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a jammed motor/blade stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Event description:
It was reported that the motor drive unit was not working. Incident occurred before the procedure; therefore, there was no patient involvement. The malfunction was solved with no delays or patient harm using a back up device. Results of investigation have concluded that during functional evaluation revealed a jammed motor/blade stall which makes it a reportable event.